Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge jumped from 5% to 100% suddenly. Subsequently, the customer received multiple temperature alarms. Reportedly the pump was in normal temperature conditions. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.

Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified in the pump logs; however, no failure was identified. The alleged battery issues were verified.